Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, when plugging in the multi-function cable, the device inappropriately delivered energy to the user. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the activity log does not have any data associated with a device malfunction. There is no evidence to substantiate the customer's complaint. It is important to mention the multi-function cable used at the time of the reported event was not returned to zoll for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.